Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a vena cava filter placement in the inferior vena cava procedure in which the cook celect platinum navalign uniset vena cava filter set, g34505, was used. The secondary struts on the celect filters opened before [the physician] was expecting them to and the filter was placed in the wrong position. Patient outcome: the physician attempted to retrieve the filter but was unsuccessful.